Event description:
It was reported that the battery of a t: slim x2 pump would not charge. There was no adverse impact on the customer¿s blood glucose level. The customer used a computer usb port rather than the provided tandem wall adapter, and, following instructions from technical support, attempted plugging the cable into a known working electrical outlet. The pump successfully began charging after leaving the pump plugged into the power source.